Event description:
It was reported during set up the cardiosave intra-aortic balloon pump (iabp) touchscreen isn't working, intermittent response. Units was swapped out successfully. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Touch screen calibrated and issue resolved, doppler is missing and needs to be replaced. Quote sent to enrique for missing doppler, reel, and block., repair on hold until parts received. 3 gfe's raised, no response. No further information is available complaint will be closed and in the event new information was to become available, this record will be reopened and updated. No service order available.